Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications.

Event description:
Healthcare professional reported patient was injected to the superficial dermis of nasolabial fold with juvéderm ultra xc. Patient was also injected with dysport to the superior 1/3 in the wrinkles of glabellar, frontal, and lid regions. No hematoma, ischemia, or pain was experienced after the procedure. Three days later patient developed ¿diplopia associated with photophobia and headache.¿ patient was referred to an ophthalmologist specialized in toxin who recommended the patient use ¿prism glasses and expected for symptoms improvements after 3 weeks.¿ however patient symptoms worsened and patient was referred to an ¿ophthalmology/neuro professional¿ who ¿detected local inflammation and increase of leukocytes" and who also noted "paresis of vi pair and pain throughout the territory of the v pair cranial." Patient was prescribed tramadol with partial pain control. Patient was also prescribed corticoid therapy for inflammatory episode, conjunctival congestion, and eyelid edema, as well as oral antibiotics. Symptoms improved slowly. An MRI with contrast of orbits was requested by the ophthalmology/neuro professional and showed ¿left nodular parasellar image in the cavernous sinus," also referred to as an "irregular node" that is probably "related to intravascular hyaluronic acid injection." The "lesion images are stable." Patient was referred to a neuro surgeon who performed another MRI which showed ¿thrombus resolution after appropriated treatment¿ with antibiotic treatment and corticoid. It was concluded the ¿cause of this event was related to the filler procedure, even if no test could confirm this hypothesis.¿ a company physician assessed that ¿considering that no etiological diagnostic was performed, the thrombus resolution occurred with no hyaluronidase use, the filled anatomical region is not a vascular area related to the extrinsic eye muscles, it is impossible to relate the adverse event with the filler.¿ however the ophthalmology/neuro professional notes the "more likely hypothesis is product embolism by intravenous injection."

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of diplopia, photophobia, headache, inflammation, nodular parasellar, thrombus, paresis of vi pair, pain in v pair cranial, inflammatory episode, conjunctival congestion, eyelid edema, lesion, and embolism are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: contra-indications. Do not inject into the blood vessels (intravascular). Undesirable effects: the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment. Any other undesirable side effects associated with injection of juvéderm ultra xc must be reported to the distributor and/or to the manufacturer.

Event description:
Healthcare professional reported patient was injected to the superficial dermis of nasolabial fold with juvederm ultra xc. Patient was also injected with dysport to the superior 1/3 in the wrinkles of glabellar, frontal, and lid regions. No hematoma, ischemia, or pain was experienced after the procedure. Three days later patient developed diplopia associated with photophobia and headache. Patient was referred to an ophthalmologist specialized in toxin who recommended the patient use prism glasses and expected for symptoms improvements after 3 weeks. However patient symptoms worsened and patient was referred to an ophthalmology/neuro professional who detected local inflammation and increase of leukocytes and who also noted "paresis of vi pair and pain throughout the territory of the v pair cranial". Patient was prescribed tramadol with partial pain control. Patient was also prescribed corticoid therapy for inflammatory episode, conjunctival congestion, and eyelid edema, as well as oral antibiotics. Symptoms improved slowly. An MRI with contrast of orbits was requested by the ophthalmology/neuro professional and showed left nodular parasellar image in the cavernous sinus," also referred to as an "irregular node" that is probably "related to intravascular hyaluronic acid injection." The "lesion images are stable." Patient was referred to a neuro surgeon who performed another MRI which showed thrombus resolution after appropriated treatment with antibiotic treatment and corticoid. It was concluded the cause of this event was related to the filler procedure, even if no test could confirm this hypothesis. A company physician assessed that considering that no etiological diagnostic was performed, the thrombus resolution occurred with no hyaluronidase use, the filled anatomical region is not a vascular area related to the extrinsic eye muscles, it is impossible to relate the adverse event with the filler. However the ophthalmology/neuro professional notes the "more likely hypothesis is product embolism by intravenous injection."

Event description:
Additional information provided by reporting physician: patient is "suspicious of hyaluronic acid embolization to cavernous sinus." The physician has spoken with the treating neurologist and treating ophthalmologist. A new MRI was performed showing "stability of the episode, also with an image compatible with the product in the cavernous sinus." Patient's clinical state has improved and they are "currently asymptomatic and the medical conduct is now expectant." The physician further clarified that the mass still remains in the cavernous sinus but the patient is "without complications."